Manufacturer narrative:
The insulin pump was received with blank display due to open driver board of the lcd display. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window. The device was received with cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer advised they received an insulin pump that has a rectangle of black dots with clear borders on the display screen. Customer advised the dots go and come back when the esc button is pressed. Customer replaced the battery on the device 3 times and the display is still blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.